Manufacturer narrative:
(B)(4). The sample was received for evaluation. A visual inspection confirmed that there was a tiny white particle approximately 0.40 mm in size floating in the solution of the bladder. A spectrophotometer scan determined that the white particle was acrylic material. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the problem was unknown. A CAPA has been opened to address this issue. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from 11/02/2013 to 11/04/2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a filled intermate bladder was observed to have a floating particle in the sodium chloride diluent. This malfunction was identified prior to use. There was no patient involvement. No additional information is available.